Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mics trigger is stuck and screw in handle is loose. Case type/application: tka 2.0.

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: evaluation 1: sticky trigger; evaluation 2: handle - loose screws; evaluation 3: motor output coupling - loose screws. Reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.